Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system seems to be powered on, but has no functionality. There was no report of injury or death associated with the event described this complaint.